Event description:
43 yr old femlae underwent a left breast reconstruction with tissue expander on 4/23/96. Within the first month of the post-operative period it was noted that the expander appeared significantly smaller with a prominent fold medially, creating irritation of overlying skin. Attempted expansion was made which made fold more prominent. Taken back to surgery and leak was found.